Event description:
It was reported that the balloon was used for coil embolization. After coiling, the balloon had a deflate defect, but the balloon managed to be removed from the patient. Subsequently, the procedure was successfully completed. There was no health damage to the patient.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The reported issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
Section h11 for device investigation results.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned scepter device found the hub occluded with material consistent with dried contrast. After bypassing the hub due to the contrast occlusion, the balloon was inflated and was able to deflate normally during functional testing. Air was observed to partially fill the balloon during the functional testing; however, it is difficult to fully purge the balloon of air once it has already been inflated. No damage or other anomaly to the air purge channel was observed. The physical evaluation of the device could not identify the conditions or circumstances that led to the hub occlusion, but it is consistent with the iodinated contrast used during the procedure drying over time. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint.